Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, upn (B)(4), 510k# k113174 is approved for sale. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to 5s bone dysraphism and th10, s1, sai screw loose. Intra-op, while inserting a set screw and tightening, burr occurred. So, it was replaced with a new one. No fragments of the product were remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual microscopic visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. The thread has started to peel away from the body of the screw. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.